Manufacturer narrative:
Date of this report - (B)(4) 2014. Date of received by manufacturer - (B)(4) 2014. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace microstriae in the mid-periphery of the left eye one week post treatment. It was stated that the vision did not seem to be affected. The patient complained about pain in the middle of the night on the day of surgery. A flap lift and rinse was performed on (B)(6) 2014. The patient's symptoms were resolved by (B)(6) 2014. There was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Event date. - (B)(6) 2014. Date of the report: (B)(6) 2013. Mfg date: 1/7/2014: placeholder.